Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the digital pcb assembly caused excessive off current which depleted the internal hybrid layer capacitor (hlc) batteries). Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an electrical short of a capacitor, designator c76 on the digital pcb assembly. This capacitor, designator c76 caused excessive current to be drawn from the internal hlc batteries, which then depleted the hlc batteries. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed the service wrench and the charge-pak icons in the readiness display. During device evaluation, physio-control observed that the device showed all three icons (service wrench, charge-pak and attention) and that the device could no longer be powered on. There was no patient use associated with the reported event.